Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was in the 300-400 mg/dl range. The customer was unable to provide specific information regarding how the occlusion alarms were addressed, and indicated that the infusion tubing may have been "kinked" but could not confirm a root cause of the issues. System check could not be performed as the occlusion occurred in the past.